Manufacturer narrative:
A ge rep evaluated the system and found the camera to be faulty. No further repair info is available.

Event description:
The customer reported the system would not display an image. No pt injury was reported.